Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a restart alert identified as a motor stall, and was advised to change all infusion and pump supplies; the user elected to perform the supply change independently, and follow-up confirmed no further alerts or issues. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included troubleshooting with user education and shipment of replacement supplies. Investigation of this case revealed a consecutive stalled motor condition consistent with a device alarm for motor stall, with involvement of the infusion set and related consumables. It was concluded, based on previously established findings for similar reports, that the cause was user corrective action with supply replacement addressing a transient motor stall condition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.